Event description:
It was reported the programmer repeatedly does not boot up and just has a black screen with the error numbers in the top left corner. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer has a blank screen with a system error after a long boot cycle; mpu (microprocessor unit) printed circuit board assembly found out of electrical specification. Analysis also found intermittent telemetry; loose rf (radio frequency) connector found on the lem (link electronic module) printed circuit board assembly. It is noted solder joints of the rf connector were cracked. Power cord bay door latch found broken off.